Event description:
(B)(4). The surgeon picked up the curette and noticed the tip was sheared off. Was not used during surgery. How the instrument broke is unknown. No patient harm was reported.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing investigation: device history record review - the manufacturing records were reviewed and no complaint related issues were found. Product investigation: the device was returned and the visual inspection of the returned device confirmed the tip was badly deformed. Specification investigation corresponds to doc/drawings and processes at the time of manufacture. Investigation conclusion: too much force was applied to the tip of the instrument causing it to bend and chip. Complaint invalid.